Event description:
The company was informed that the patient's device will be explanted due to poor performance with his internal device. Testing in 2004 showed that the device was functioning within normal limits. However, the company represented indicated that a device revision would be supported; but the parents declined. The patient has not used his device in four years and is now requesting device revision. Surgery date has been scheduled.